Event description:
Additional clinic notes were received which showed the lead pin had become disconnected from the vns generator. The patient underwent surgery and the lead pin was re-inserted into the generator. After the lead pin was re-inserted into the generator, the high impedance resolved. The device showed 2124 ohms, which is within normal limits.

Event description:
It was reported that high impedance was observed on the patient's vns during her post-op appointment. The patient was referred for x-rays and referred for surgery. Attempts for additional relevant information have been unsuccessful to date. No known surgical interventions have occurred to date.